Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (37 mg/dl). During troubleshooting it was found that the customer adjusted the pump settings without consulting their health care professional. Customer stabilized blood glucose levels with soda. Customer stated they will contact their health care professional to discuss pump settings.